Event description:
The orsiro drug-eluting stent system was chosen for the treatment of a calcified lesion in the lad. After pre-dilatation the target lesion could not be crossed and a stent deformation was detected.

Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent is slightly deformed at its distal end and severely deformed at its proximal end, i.e. Several struts are bent outwards. The stent is displaced by about 1 mm in proximal direction. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the stent was initially crimped in between the two radiopaque markers and the stent struts were initially crimped on the balloon. The balloon is well folded and shows no signs of inflation. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of the final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no manufacturing or material related root cause could be determined.